Event description:
It was reported that the user announced a usual meal despite eating significantly more carbohydrates than typical, after which blood glucose was 230 mg/dl. The event was addressed with education on using the ¿more than¿ meal announcement when carbohydrate intake is about 50% higher than usual. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency care, and self-management with guidance to monitor and call back if glucose did not return to range. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user-dependent meal announcement practices that were inconsistent with actual carbohydrate intake, which likely contributed to the elevated glucose. It was concluded that the device functioned as designed and that user meal entry practices were the probable cause of the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.